Manufacturer narrative:
Follow-up from 19-jun-2014: follow-up cannot be completed due to lack of primary reporter contact information. The product technical complaint investigation and final assessment were received on 12-aug-2014: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this spontaneous case report was received from a consumer on a company internet site and refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain, sad and periods were horrible . This case is not medically confirmed. The event pain is serious due to medical importance and the remaining events are non-serious. All the events are listed except the event sad that is unlisted in the reference safety information for essure. This case was regarded as incident, since the consumer had a hysterectomy performed. Pain may occur rarely after some essure insertion .in this particular case consumer reported she was in pain all the time, there never went a day without pain, her periods were horrible, and she had to have a hysterectomy at (B)(6), she is hurt and sad. As temporal relationship between reported events and essure use is positive, causality is assessed as related. According to product technical complaint investigation result, due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
A consumer had essure inserted. She was in pain all the time. There never was a day without pain. Her periods were horrible and she had to have a hysterectomy at (B)(6).